Event description:
The director of respiratory reported to a respironics service tech an event that occurred in 2003 involving a pt death. The pt was reportedly on an esprit ventilator at the time of the event, using a respironics remote alarm cable connection to a remote station. It was reported the event occurred as follows: the pt had a severe leak in the cuff, so they kept unplugging the remote alarm cable because the alarm kept going off at the remote station. The pt was stable. The leak in the cuff was fixed, however the pt kept disconnecting from the ventilator. It was reported that whenever the pt diconnnected, the vent would alarm but the remote station would not alarm. The biomed checked the wall connection and it reportedly checked ok. Later, the pt disconnected again, at which time the nurse heard an alarm in the pt's room. The nurse reported the alarm heard was the pulse oximeter and found the pt had disconnected. The nurse reported the ventilator was alarming, however nurse reported there was no alarm at the remote station. A code was called on the pt, CPR started, but pt expired. Pt was in hosp for respiratory failure.